Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did accelerate therapy and then did become exhausted in the ventricular tachycardia zone in response to the patient's ongoing arrhythmia. It was suspected that the arrhythmia occurred because the patient had not been compliant with their medication. The patient did not lose consciousness. Re-programming of the device was discussed.

Manufacturer narrative:
To date, this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.